Event description:
As reported by the (B)(4) study, a patient experienced a vessel dissection and peri-procedure myocardial infarction (mi ) during the index procedure. At the time of the index procedure, angiography revealed 99% stenosis in the proximal left anterior descending artery (lad). The indication for the procedure was unstable angina and a positive functional study for ischemia. The lesion was described as 18mm in length, mildly calcified, class b2 and de novo with timi 2 flow, and according to the angiographic core lab results, ulcerated. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm non-cordis balloon and a 3.0 x 23mm cypher was implanted at 16atm. The stents were not post dilated. There was no residual stenosis and timi 3 flow. According to the cec adjudication committee, the site reported an edge dissection and a 3.5 x 13mm cypher was implanted proximal to the initial stent to treat the dissection. According to the case report form, the second stent was implanted to fully cover the lesion. The stents were not post-dilated. Post-procedure, troponin I peaked at 0.859 (uln 0.06) and ckmb peaked at 4.0 (uln 3.9). According to the cec adjudication committee, this met the arc definition of peri-procedure mi, but the investigator did not believe the patient experienced an mi and reported that the post-procedure course was uncomplicated. The patient was discharged the day after the index procedure.

Manufacturer narrative:
No additional information about the event could be obtained. Complaint conclusion: as reported by the (B)(4) study, a patient experienced a vessel dissection and peri-procedure myocardial infarction (mi ) during the index procedure. This is a (B)(6) male with medical history including hypertension, angina and inguinal hernia repair. At the time of the index procedure, angiography revealed 99% stenosis in the proximal left anterior descending artery (lad). The indication for the procedure was unstable angina and a positive functional study for ischemia. The lesion was described as 18 mm in length, mildly calcified, class b2 and de novo with timi 2 flow, and according to the angiographic core lab results, ulcerated. The reference vessel was 3.0 mm in diameter. The lesion was pre-dilated with a 2.5 x 12 mm non-cordis balloon and a 3.0 x 23 mm cypher was implanted at 16 atm. The stents were not post dilated. There was no residual stenosis and timi 3 flow. According to the cec adjudication committee, the site reported an edge dissection and a 3.5 x 13 mm cypher was implanted proximal to the initial stent to treat the dissection. According to the case report form, the second stent was implanted to fully cover the lesion. The stents were not post-dilated. Post-procedure, troponin I peaked at 0.859 (uln 0.06) and ckmb peaked at 4.0 (uln 3.9). According to the cec adjudication committee, this met the arc definition of peri-procedure mi, but the investigator did not believe the patient experienced an mi and reported that the post-procedure course was uncomplicated. The patient was discharged the day after the index procedure on dual anti-platelet therapy. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00271 and 3003742446-2012-00272.

Manufacturer narrative:
Concomitant medications included: ecotrin 325mg daily (since (B)(6) 2011); toprol 50mg daily (since (B)(6) 1996); amlodipine 5mg daily (since (B)(6) 1996); benazepril 20mg daily (since (B)(6) 1996); bivalirudin (intra-procedure). Concomitant device: 3.0 x 23mm cypher rx stent. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00271 and 3003742446-2012-00272.